Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the mandrin could not be easily inserted into the lead. Lead was not used and was replaced. There were no adverse consequences to the patient. Patient's condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.